Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during evaluation, the battery compartment was observed to be cracked at opening of the battery chamber. No evidence of moisture damage was found in the battery compartment. The battery cap was not returned with pump. A test battery cap was able to fully tighten to the pump. There was no loss of power observed. Unrelated to the complaint, evaluation revealed that the text on the display screen was dim, faded and discolored. The contrast setting was increased to the maximum of '10' with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump¿s battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.